Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rheumatoid arthritis, ultrasound indicating bilateral breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with mentor memorygel breast implant 450cc gel breast prostheses developed knee and hip pain post implantation. The patient was later diagnosed with rheumatoid arthritis. Additionally, an ultrasound indicated bilateral breast prosthesis rupture. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses gel breast prostheses on 14-apr-2017. It was reported that the surgeon stated that only one of the two breast prostheses was noticed to be ruptured during the implant exchange surgery. This medwatch report is for the patient¿s left breast prosthesis.